Event description:
Rptr indicated that device diagnostic testing on a sys diagnostic test at a routine office visit resulted in high lead impedance reading, indicating possible lead fracture. The pt remains seizure free. No revision surgery is planned. No serious injury was reported.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.